Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported an issue that occurred during an intraocular lens (iol) implantation procedure. A piece of blue plastic was found attached to the leading haptic of the lens. The surgery was completed on same day by removing the blue plastic from the eye. Based on new information received after follow-up from the reporter, the surgeon stated that the blue plastic piece matched the blue on the injector, so it may have originated from the injector. The lens remains implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).